Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken atrial output connector; both output connectors were broken. It was also noted that the hanger assembly would not close all the way, keypad window was scratched, both output connector nuts were discolored and contaminated, and the ring screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial port. The epg has been returned for repair. There was no patient involvement.